Event description:
The pt reportedly was reportedly hit by a car while riding their bicycle. They fell on their implant side. The pt reportedly experienced some intermittencies while using their sound processor. The pt was seen at the center for device eval. The pt reportedly was unable to hear while using their sound processor. Programming adjust made. The audiologist was able to temporarily obtain link with the device. A co rep recommended that a plane film x-ray be taken. The decision was made to schedule the pt for surgery to explant the device.